Event description:
It was reported that; during mantis surgery (l1 was fractured and t11-l4 were fixed with screws), the tab of screw head was broken when surgeon tried to tighten the blocker on l2 left side using persuader. The broken tab was removed from the patient body and the surgery was finished without problem.

Manufacturer narrative:
Method: device not returned.results: manufacturing files could not be reviewed due to no lot numbers being provided. Device not returned.conclusion: the probable root cause of the tab fracture is unknown and multifactoral.

Event description:
It was reported that; during mantis surgery (l1 was fractured and t11-l4 were fixed with screws), the tab of screw head was broken when surgeon tried to tighten the blocker on l2 left side using persuader. The broken tab was removed from the patient body and the surgery was finished without problem.